Event description:
Spontaneous report. Pt reported her curlin pump was not working properly during day 2 of her infusion. She stated she had a nurse do her infusion this past friday and saturday. Friday there were no issues and saturday, the infusion started off fine but toward the last 2 steps, it was taking a very longtime for the pump to infuse. No alarms or beeps. The infusion was completed in full, no adverse event however, she felt that it was very slow toward the end and took longer than it should have. Pump is being replaced and defective pump available for return. Reported to cvs/caremark by pt/caregiver.